Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had "suddenly" turned off while in use on a patient. The nurse exchanged the epg for another. The epg will be returned. No patient complications have been reported as a result of this event.